Event description:
It was reported that a patient presented with high capture thresholds and high defibrillation impedance noted on the patient's right ventricular lead. The lead was capped and replaced on (B)(6) 2026. No adverse patient consequences were reported.